Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 10874012. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation with their system. In turn, patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy. Note: investigation did not determine which lead was the cause of the issue.